Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of embedded device ("essure device had become embedded") and nausea ("severe nausea") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "could not perform the removal". In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), nausea (seriousness criterion hospitalization), polymenorrhoea ("menstrual cycle has become increasingly excessive and sometimes occurs twice a month"), menorrhagia ("menstrual cycle has become increasingly excessive"), back pain ("pains in her back"), vision blurred ("blurred vision"), dizziness ("dizziness"), migraine ("migraines"), loss of libido ("loss of libido"), cyst ("formation of cysts"), medical device pain ("sides as well as the location where the coils were implanted.") And flank pain ("sides as well as the location where the coils were implanted"). Essure (ess205) treatment was not changed. At the time of the report, the embedded device, nausea, polymenorrhoea, menorrhagia, back pain, vision blurred, dizziness, migraine, loss of libido, cyst, medical device pain and flank pain outcome was unknown. The reporter considered back pain, cyst, dizziness, embedded device, flank pain, loss of libido, medical device pain, menorrhagia, migraine, nausea, polymenorrhoea and vision blurred to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure device had become embedded") and nausea ("severe nausea") in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), nausea (seriousness criterion hospitalization), polymenorrhoea ("menstrual cycle has become increasingly excessive and sometimes occurs twice a month"), menorrhagia ("menstrual cycle has become increasingly excessive"), back pain ("pains in her back"), vision blurred ("blurred vision"), dizziness ("dizziness"), migraine ("migraines"), loss of libido ("loss of libido"), cyst ("formation of cysts"), medical device pain ("sides as well as the location where the coils were implanted."), complication of device removal ("could not perform the removal") and flank pain ("sides as well as the location where the coils were implanted"). Essure (ess205) treatment was not changed. At the time of the report, the embedded device, nausea, polymenorrhoea, menorrhagia, back pain, vision blurred, dizziness, migraine, loss of libido, cyst, medical device pain, complication of device removal and flank pain outcome was unknown. The reporter considered back pain, complication of device removal, cyst, dizziness, embedded device, flank pain, loss of libido, medical device pain, menorrhagia, migraine, nausea, polymenorrhoea and vision blurred to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of product technical complaint. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure device had become embedded/device migration/ uterine perforation'), nausea ('severe nausea') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criterion medically significant), nausea (seriousness criterion hospitalization), polymenorrhoea ("menstrual cycle has become increasingly excessive and sometimes occurs twice a month"), menorrhagia ("menstrual cycle has become increasingly excessive"), back pain ("pains in her back"), vision blurred ("blurred vision"), dizziness ("dizziness"), migraine ("migraines"), loss of libido ("loss of libido"), cyst ("formation of cysts"), medical device pain ("sides as well as the location where the coils were implanted."), complication of device removal ("could not perform the removal"), flank pain ("sides as well as the location where the coils were implanted"), dysmenorrhoea ("dysmenorrhea(cramping)"), female sexual dysfunction ("apareunia"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia"), genital haemorrhage (seriousness criterion medically significant), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), psychological trauma ("psychological injuries"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nervous system disorder ("neuro condition/problem") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation, nausea, polymenorrhoea, menorrhagia, back pain, vision blurred, dizziness, migraine, loss of libido, cyst, medical device pain, complication of device removal, flank pain, dysmenorrhoea, female sexual dysfunction, pelvic pain, abdominal pain, metrorrhagia, genital haemorrhage, dermatitis allergic, hypersensitivity, psychological trauma, vaginal discharge, vaginal infection, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nervous system disorder, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, complication of device removal, cyst, dermatitis allergic, dizziness, dysmenorrhoea, fatigue, female sexual dysfunction, flank pain, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, loss of libido, medical device pain, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pelvic pain, polymenorrhoea, psychological trauma, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal infection, vision blurred, visual impairment and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for- dysmenorrhea, apareunia, pelvic pain, abdominal pain, metrorrhagia, general abnormal bleed, rash, skin condition, hypersensitivity, uti, vaginal discharge, vaginal infection, fatigue, gi conditions, hair loss, dental problems. ,hormonal changes,headaches, nausea, neuro condition/problem, vision problems and weight gain essure confirmation test date provided as (B)(6)2005 diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received- new events-" dysmenorrhea(cramping), apareunia, pelvic pain, abdominal pain, metrorrhagia, general abnormal bleeding, rash/skin condition, hypersensitivity, psychological injuries, vaginal discharge, vaginal infection, urinary tract infection, fatigue, gi conditions, hair loss, dental problems, hormonal changes, headaches, nausea, neuro condition/problem, vision problems and weight gain", lab data was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure device had become embedded/device migration/ uterine perforation') and nausea ('severe nausea') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, genital itching, vaginal discharge, vaginal delivery and endometrial polyp. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)") and pelvic pain ("pelvic pain"). In (B)(6) 2006, the patient experienced menorrhagia ("menstrual cycle has become increasingly excessive") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia") and dyspareunia ("dyspareunia"). In (B)(6) 2014, the patient experienced nausea (seriousness criterion hospitalization). In (B)(6) 2014, the patient experienced mood swings ("hormonal changes/hormonal changes describe: mood swings"). In (B)(6) 2014, the patient experienced constipation ("gi conditions/gastrointestinal or digestive system condition type: constipation"). In (B)(6) 2016, the patient experienced migraine ("migraines"). In (B)(6) 2019, the patient experienced vulva cyst ("formation of cysts/reproductive system disorder or condition type of disorder or condition: labia cyst"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), polymenorrhoea ("menstrual cycle has become increasingly excessive and sometimes occurs twice a month"), back pain ("pains in her back"), vision blurred ("blurred vision"), dizziness ("dizziness"), loss of libido ("loss of libido"), medical device pain ("sides as well as the location where the coils were implanted."), complication of device removal ("could not perform the removal"), flank pain ("sides as well as the location where the coils were implanted"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia"), genital haemorrhage ("general abnormal bleeding"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), psychological trauma ("psychological injuries"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nervous system disorder ("neuro condition/problem"), visual impairment ("vision problems") and abdominal pain upper ("stomach pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the uterine perforation, polymenorrhoea, back pain, vision blurred, dizziness, migraine, loss of libido, vulva cyst, medical device pain, complication of device removal, flank pain, female sexual dysfunction, abdominal pain, metrorrhagia, genital haemorrhage, dermatitis allergic, hypersensitivity, psychological trauma, vaginal discharge, vaginal infection, urinary tract infection, fatigue, constipation, alopecia, tooth disorder, mood swings, headache, nervous system disorder, visual impairment, weight increased, dyspareunia and abdominal pain upper outcome was unknown and the nausea, menorrhagia, dysmenorrhoea, pelvic pain and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain upper, alopecia, back pain, complication of device removal, constipation, dermatitis allergic, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flank pain, genital haemorrhage, headache, hypersensitivity, loss of libido, medical device pain, menorrhagia, metrorrhagia, migraine, mood swings, nausea, nervous system disorder, pelvic pain, polymenorrhoea, psychological trauma, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment, vulva cyst and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for- dysmenorrhea, apareunia, pelvic pain, abdominal pain, metrorrhagia, general abnormal bleed, rash, skin condition, hypersensitivity, uti, vaginal discharge, vaginal infection, fatigue, gi conditions, hair loss, dental problems. ,hormonal changes,headaches, nausea, neuro condition/problem, vision problems and weight gain. Essure confirmation test date provided as (B)(6) 2005. Date(s) of insertion: (B)(6) 2005 (as per pfs discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2005: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('essure device had become embedded/device migration/ uterine perforation') and nausea ('severe nausea') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, genital itching, vaginal discharge, vaginal delivery and endometrial polyp. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)") and pelvic pain ("pelvic pain"). In (B)(6) 2006, the patient experienced menorrhagia ("menstrual cycle has become increasingly excessive") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia") and dyspareunia ("dyspareunia"). In (B)(6) 2014, the patient experienced nausea (seriousness criterion hospitalization). In (B)(6) 2014, the patient experienced mood swings ("hormonal changes/hormonal changes describe: mood swings"). In (B)(6) 2014, the patient experienced constipation ("gi conditions/gastrointestinal or digestive system condition type: constipation"). In (B)(6) 2016, the patient experienced migraine ("migraines"). In (B)(6) 2019, the patient experienced vulva cyst ("formation of cysts/reproductive system disorder or condition type of disorder or condition: labia cyst"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), polymenorrhoea ("menstrual cycle has become increasingly excessive and sometimes occurs twice a month"), back pain ("pains in her back"), vision blurred ("blurred vision"), dizziness ("dizziness"), loss of libido ("loss of libido"), medical device pain ("sides as well as the location where the coils were implanted."), complication of device removal ("could not perform the removal"), flank pain ("sides as well as the location where the coils were implanted"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia"), genital haemorrhage ("general abnormal bleeding"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), psychological trauma ("psychological injuries"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nervous system disorder ("neuro condition/problem"), visual impairment ("vision problems") and abdominal pain upper ("stomach pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the uterine perforation, polymenorrhoea, back pain, vision blurred, dizziness, migraine, loss of libido, vulva cyst, medical device pain, complication of device removal, flank pain, female sexual dysfunction, abdominal pain, metrorrhagia, genital haemorrhage, dermatitis allergic, hypersensitivity, psychological trauma, vaginal discharge, vaginal infection, urinary tract infection, fatigue, constipation, alopecia, tooth disorder, mood swings, headache, nervous system disorder, visual impairment, weight increased, dyspareunia and abdominal pain upper outcome was unknown and the nausea, menorrhagia, dysmenorrhoea, pelvic pain and vaginal haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain upper, alopecia, back pain, complication of device removal, constipation, dermatitis allergic, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, flank pain, genital haemorrhage, headache, hypersensitivity, loss of libido, medical device pain, menorrhagia, metrorrhagia, migraine, mood swings, nausea, nervous system disorder, pelvic pain, polymenorrhoea, psychological trauma, tooth disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, visual impairment, vulva cyst and weight increased to be related to essure (ess205). The reporter commented: patient received treatment for- dysmenorrhea, apareunia, pelvic pain, abdominal pain, metrorrhagia, general abnormal bleed, rash, skin condition, hypersensitivity, uti, vaginal discharge, vaginal infection, fatigue, gi conditions, hair loss, dental problems. ,hormonal changes,headaches, nausea, neuro condition/problem, vision problems and weight gain essure confirmation test date provided as (B)(6) 2005. Date(s) of insertion: (B)(6) 2005 (as per pfs discrepancy noted) . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2005: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: pfs received. New events: vaginal bleeding, dyspareunia, stomach pain, mood swings, constipation were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.